Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert triggered due to noise indicated to be non-sustained episodes and short v-v intervals and increasing pacing impedance on the right ventricular (rv) lead. When the patient came to the office, no noise was observed with arm movements nor with manipulation of the implantable cardioverter defibrillator. Reprogramming was performed to change the vector. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.